Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the pulmonary vein isolation (pvi) was completed and the catheter was being removed, it was discovered that a knot had formed and the catheter array had flipped. It was suspected that this occurred because the procedure was performed in a narrow space when approaching the right inferior pulmonary vein (ripv). By making the knot smaller and drawing it into the catheter, the removal was successfully completed to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.